Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The voltage on the ps1 was adjusted. It was also discovered that the network bulkhead connector was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system, outside of procedure. It was reported that the mobile view station (mvs) will show an error stating that communication was lost between the gantry and the viewing station and that the system needs to be restarted. No patient was present.